Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2012.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient reported three urinary tract infections and difficulty voiding, since the device was implanted.all other information is unknown and unavailable.